Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving a dilaudid 2mg/ml at 0.1216mg/day via an implantable pump. It was reported that the physician would be explanting the device due to it being infected. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.